Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion and no damage to the stent had occurred. The physician then elected to retract the undeployed stent back into the guide catheter. It is noted that this is against directions for use (dfu). No patient injuries or complications were reported. Patient status is reported as "satisfactory/good". However, the returned product confirmed that there was stent damage.